Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested, but not yet available.

Event description:
It was reported that patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing (pptwos). No intervention was performed. The patient was asymptomatic.